Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation performed a cannula inspection using a blunt obturator. Resistance was felt as the obturator moved through the cannula, indicating likely damage to the tube. Visual inspection showed the opening at the distal end had a section that was dented inwards. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the cannula accessory failing the obturator test if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the 5mm cannula accessory failed the obturator test. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.